Manufacturer narrative:
Photo evaluation summary: four (4) images were received capturing damage to the product shelf carton. The product identification on the shelf carton label matched that on gch. The reported deformation in-vivo could not be confirmed based on the images received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an endovascular aortic repair procedure using a stent graft etlw1613c146e endur ii limb, the device stopped advancing. The delivery system was found to be damaged, causing a kink. The patient was being treated for an aneurysm with a size of 58 millimeters. A bifurcated graft was successfully deployed through percutaneous access via the right common femoral artery. The gate was cannulated, and a stiff wire was positioned for limb delivery. The device was prepped in the standard manner and initially placed on a .045 steerant wire, but it stopped advancing. It was stated there was no damage noted to the device during prep, but the device was not fully inspected at the time. After removal and after being wiped down it was reintroduced but the same issue occurred. A new graft 1613124 was then opened, successfully advanced, and delivered. Investigation revealed that the box containing the graft was damaged, which appeared to have caused the kink in the delivery system. It is believed that the box was delivered already damaged, but the damage was only noted after the procedure. No harm was caused to the patient, and the procedure was completed safely. Another graft was deployed to resolve the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Device evaluation summary: :no kinking or other deformation was evident to the device. A 0.035-inch guidewire was loaded via the taper tip and exited the backend luer with no resistance noted. The shelf carton was not received for analysis. It was not possible to confirm the reported deformation in vivo or shipping damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.